Manufacturer narrative:
Unit was received with cracked/bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he accidentally dropped the insulin pump and the screen shattered. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.